Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported the o-ring was missing. The user also observed a cracked cable on the centrifugal drive motor. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.